Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's device had been reset to unintended parameters. Upon review of the programming history, it was found that the patient had been programmed off after a faulted diagnostics test. A final interrogation was not performed at the conclusion of the (B)(6) 2016 appointment. The patient was reprogrammed to intentional settings at the following appointment. To date, no additional relevant information has been received.